Event description:
It was reported that the patient experienced diaphragmatic stimulation just after implant. The lead was repositioned successfully one day post implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.